Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered nine bursts of inappropriate anti-tachycardia pacing (atp) and three 41 joule shocks for what appeared to be atrial driven arrhythmia. Presenting electrogram (egm) showed possible loss of left ventricular (lv) capture and high capture threshold of 5v (volts) with pacing output fixed 3.5v. Technical services (ts) recommended lv lead assessment. This device remains in service and no additional adverse patient effects were reported.